Event description:
A laparoscopy with resection of endometriosis was performed on a healthy patient. Pt returned on day 7 post-op with signs and symptoms of peritonitis. Pt had a low-grade fever and a mildly elevated white blood count. Pt showed signs of mechanical small bowel obstruction both clinically and radiographically. An exploratory laparotomy was performed revealing what was described as a diffuse peritonitis. Also noted was a thick fibrinous coating on the bowel causing it to be kinked. The fibrinous coating was peeled off and the underlying bowel was described as very inflamed. Gram stain was negative but subsequent cultures grew e. Coli. Bowel resection was not necessary once the coating was removed. The abdomen was irrigated, the patient was started on antibiotics and pt rapidly recovered.